Event description:
The users were on transport with the 85-year-old male patient and started the thermogard xp ivtm system again in the ICU, but then noticed that the patient's temperature did not reach the set temperature. The patient temperature's temperature was 38 ° c. The target temperature was 36.5 °. The console was set on max. Mode, but the flow indicator wheel did not rotate. No device malfunction is reported for the start-up kit (suk). No kinks were observed in the tubing of the suk. No issues were encountered during the priming of the suk and the flow indicator pinwheel was spinning as intended at the beginning of therapy. The customer noticed that the pinwheel was not spinning after transportation of the patient back to the ICU from getting a CT scan. The icy catheter (lot 195831) has been in place since (B)(6) 2024. She then tried to flush the catheter, which did not work. The dwell time was 36 hours. The catheter was removed and was not replaced. No alternate therapy was initiated. No impact or injury to the patient.

Manufacturer narrative:
The reported complaint of the patient not cooling and inability to flush the icy catheter (lot 195831) was not confirmed during functional testing. No issues or discrepancies were found. No leak or device malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no kink or physical damage observed on the catheter. Blood residue was observed on the balloons and in luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The reported complaint of inability to flush the catheter was not observed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak or issues were found. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The suk red pinwheel rotated normally, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. No issues were observed and the reported complaint could not be reproduced. No leak or damage was found on the catheter. The suk red pinwheel and the pump roller were rotating normally, and saline flow was observed during testing. The catheter functioned as intended.